Event description:
It was reported that during the removal of the single dilator, the guide catheter with its sealing ring was incorporated into the tip of the dilator. No additional information.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. One 005/095/020 ? Guiding catheter for ultraperc and was received in mcmb on the 05-apr-2022. The sample was accompanied by a decontamination form. The returned sample confirmed that the the guide catheter with its sealing ring incorporated into the tip of the dilator. This part was supplied into the cumbernauld site from external supplier nordson medical. The details of this complaint were sent to nordson medical supplier non-conformance notification (snn-00004237). No DHR review could be performed as there was no lot number identified for the fg product. Further investigation will be conducted by the supplier, (B)(4) (ref snn-00004237).

Manufacturer narrative:
Other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The returned sample confirmed that the guide catheter with its sealing ring incorporated into the tip of the dilator. The root cause of the reported issue was found to be undetermined. Actions were taken: the detail of this complaint was sent to the supplier.